Event description:
Per the clinic, the patient stopped responding to sound and experienced subsequent loss of connection to the internal device after sustaining a head injury from a fall. Troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.